Manufacturer narrative:
Detailed product, event details and initial reporter information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that catheter tip detachment occurred. An imager catheter was selected for use. During the procedure, it was noted that the catheter tip detached. It resulted in increased procedure time. There were no patient complications as a result of this event.